Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient was seen for a routine follow-up for a reported therapy shock from the previous week. Upon device interrogation, high out of range pacing impedance measurement, measuring greater than 3000 ohms was noted. It was suspected that the right atrial (ra) lead had fractured. In addition, ra noise was noted and the therapy episodes were observed as atrial driven arrhythmia. Functional undersensing of the atrial tachycardia was also noted based on the larger noise signal on the ra lead. The device was reprogrammed and the ra lead remains insitu. No additional adverse patient effects were reported. At this time, the implantable cardioverter defibrillator and the ra lead remains implanted and there is no plan to replace the device.